Event description:
It was reported that portions of the touchscreen became unresponsive. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.